Event description:
Medtronic received info that the pt with this bioprosthetic mitral valve was admitted to the hospital due to acute heart failure and pneumonia. Evaluation demonstrated severe mitral regurgitation resulting in low output syndrome. This valve had been implanted in 2001 and had been in service for 69.5 months. The decision was made to operate on the pt. Visual examination during the procedure noted a tear in one of the cusps extending from the commissure toward the edge of a stent post. It is not known which cusp exhibited the tear. No additional abnormalities were noted. The leaflets were excised, and a mechanical valve was implanted within the stent. The pt subsequently expired, with a listed cause of death being low output syndrome. The excised valve leaflets will not be returned to medtronic for analysis.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined. Analysis: the excised valve leaflets will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specifications when released for distribution. The possibility of structural deterioration of a bioprosthetic heart valve leading to death is described in the potential adverse events section of the instructions for use. Conclusion: the exact cause of the reported valve leaflet tear cannot be determined as the product will not be returned for analysis. Medtronic continues to monitor field performance to detect similar events, should they occur.